Event description:
The pt received two scs leads with the same lot number, one of which was not implanted. It was reported during the pt's lead re-implant procedure (reference MFR report: 1627487-2013-24395), the physician was unsuccessful in implanting a second lead due to the pt's anatomy. As a result, the procedure was extended by approximately an hour. The pt was receiving effective right side stimulation with the first implanted lead. The second lead was removed and it will not be returned.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.